Manufacturer narrative:
The syngo.plaza works according to specifications. The reported issue at the user site is caused by outdated bsod - microsoft software. No consequences have been reported, neither from this customer nor from the installed base. Internal ID #: (B)(4).

Event description:
Siemens became aware of an incident on the syngo.plaza unit. The log files showed multiple instances of abnormal shutdown (power outage or windows blue screen/bsod issues) of the machine. Due to this interruption in file transfer process, the image files were not successfully stored to the local file system, resulting in archive failure and loss of physical files. Total # of images lost - 2235. Total # of studies affected - 8. Affected studies are dated 2016, 2017 and 2018. There was no injury associated with the issue. The reported event occurred in (B)(6).